Event description:
Forty-day old male, admitted to hospital on day 2 of life with cyanosis and tetralogy of fallot. Surgeries on 9/10/93 (left modified blalock - taussig shunt) and on 9/15/93 (ligation of patient ductus arteriosus). History of thrombocytopenia and anemia. On 10/13/93, stopcock cracked. Patient bled from cvp, approximately 14 ccs. The stopcock was changed and hemoglobin/hematocrit sent to laboratory. On 10/14/93 he was transfused.